Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 401 mg/dl accompanied by alert 67 on the device. The user¿s father assisted while the device was restarted multiple times, and a replacement ilet was arranged. No outside medical intervention was required.